Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') and genital haemorrhage ('general abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and polymenorrhoea ("two cycles per month"). The patient was treated with surgery (removal of essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the genital haemorrhage, menorrhagia and polymenorrhoea outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, menorrhagia, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as 2013. Patient received treatment for polymenorrhoea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- case becomes incident. Event injury was removed. New events pain: chronic/pelvic, abdominal, back, bleeding: menorrhagia (heavy menstrual bleeding), general abnormal. Bleed, other: two cycles per month were added. Implant date was updated. Explant date was added. Product indication was updated. Lab data was added. Patient¿s date of birth was added. New reporters were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.